Manufacturer narrative:
Per tandem's t:slim x2 user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. Additionally, the t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged receiving an inaccurate initial fill estimate of over 60 units of insulin after loading a cartridge with 300 units of insulin. Tandem technical support educated the customer regarding the insulin gauge calculations of the pump, and that the initial fill estimate was accurate. Subsequently, cold insulin was being used. The customer acknowledged the information provided, but maintained belief that the initial fill estimate display of over 60 units (+60) was inaccurate. The customer's blood glucose level was 172 mg/dl. The customer declined to load a new cartridge and declined further follow-up from tandem technical support on the reported issue.